Manufacturer narrative:
The reporter's strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.2 ¿ 3.4 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation is lay user/patient .

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 11:51 am was 5.4 inr. The result from the laboratory at 12:30 pm was 3.4 inr. The therapeutic range is 2.5-3.5 inr.